Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 06-feb-2026. Investigation summary: photos of 7 customer returned samples were included for the investigation. Evaluation of the photos indicated a crack/scratch on each of the tube walls. Additionally, 100 retained samples were visually inspected, and no tube damage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode damaged tube. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using paxgene® blood rna tube, seven (7) tubes were found to have cracks in the tube wall. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a common device name: system, blood collection, rna stabilization, rna purification, rt-pcr molecular diagnostic test. E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k082150. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using paxgene® blood rna tube, seven (7) tubes were found to have cracks in the tube wall. No adverse impact was reported regarding the patient or user.